Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was suspected of an infection due to an impaired wound healing at the pocket site. The patient was put on antibiotics and underwent an ipg explant procedure. The explanted ipg will not be returned due to facility policy. The patients status was not known after explant.